Event description:
A pca pump was set up and attached to a pt. The IV tubing was clamped above the pumping mechanism. The pump was turned on but delivered no medication since clamp was not released. This device made no alarm. It does not have an "above stream occlusion detector".